Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs and reproduced the errors during testing. While the x cup transfer error was not observed, yet the y transfer error occurred and was addressed. The fse inspected and adjusted the alignments of the hybrid arm, sorter, y cup transfer, treatment cups (stc) lane positions, sorter tip, and dispense lane, ensuring all were within specifications. Relevant sensors and wiring harnesses were also inspected. Fse repaired and validated the analyzer by successfully performing cup transfer tests and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000 analyzer, serial number (B)(6), was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2024 through aware date 13 jan 2025. There were three similar complaints identified during this searched period including this case for 2207 no tip acquired by sorter error, two similar complaints for 2145 failed to detect cup from sorter on stc lane and 4253 hybrid arm z-axis home overrun errors. However, none for 2205 sorter dropped cup and 4153 x-axis cup transfer x-axis home overrun errors. Aia-2000 operator's manual on the appendix 4: error messages: (2145) failed to detect cup from sorter on stc lane cause: the cup sensor failed to detect a cup from the sorter on the stc lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (2207) no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (2205) sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter¿s door and remove the dropped cup. Close the sorter¿s door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. (4253) hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4153) x -axis cup transfer x-axis home overrun cause: the home sensor activated improperly after x-axis transfer x-axis movement. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignments of the cup nozzle assembly for sorter, hybrid arm hd assembly, and sample treatment cups (stc) lane assembly.

Event description:
A customer reported error message ¿2145 failed to detect cup from sorter on stc lane, 2207 no tip acquired by sorter, 2205 sorter dropped cup, 4253 hybrid arm z-axis home overrun, and 4153 x -axis cup transfer x-axis home overrun¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.